Event description:
It was reported that the device has an internal battery issue. This issue is not related to physical damage/abuse. There was no delay of therapy. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's reported problem was duplicated. The device failed after charging for ten days. The most probable cause is the main board. In order to correct the issue, the main board was replaced including the pwa board, battery compartment, dso seal, optic switch, lcd lens, keypad, overlay gray, rear label and side label. The device has since passed all functional testing.